Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had an additional artificial urinary sphincter cuff implanted due to urethral atrophy and incontinence. The patient was doing well and is continent. No further patient complications were reported.